Event description:
It was initially reported that the patient had coupling/communications issues with their implantable neurostimulator (ins) and an overdischarge was suspected. The patient indicated that they had a prior overdischarge event in the past. Follow up information received reported that the patient also experienced no stimulation sensation and the overdischarge condition on the ins was confirmed due to the patient non-compliance. A physician mode recharge (pmr) procedure was performed but was not able to reset the ins. It was clarified that this was the second or possibly third overdischarge condition on their ins. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the patient was unable to bring the ins out of the overdischarge condition. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 399930 lot #v030448 implanted: (B)(6) 2007 explanted: na, extension model 3708220 (B)(4) implanted: (B)(6) 2007 explanted: na, programmer model 37742.